Event description:
It was reported that there was high svc impedance greater than 200 ohms and no capture. The svc coil was capped, with the remainder of the lead still in use. It was also reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Event description:
It was reported that there was high svc impedance greater than 200 ohms and no capture. The svc coil was capped, with the remainder of the lead still in use. It was also reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that lead integrity alert triggered for short interval counts, which could indicate oversensing, and that there was varying impedance. The lead remains in use.